Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following medwatches with patient identifiers for the following systems: 200193022a - system 1 - mobile - serial number - (B)(4); 200193022b - system 2 - aviva - serial number - unknown.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 534 mg/dl (mobile), system 1 and 251 mg/dl (aviva), system 2. No death or serious injury reported. Requested return of suspect device and replacement was sent.